Manufacturer narrative:
Upon further review, device codes apply to this event. Upon further review, evaluation conclusion code no longer applies to this event.

Event description:
Additional information received from the manufacturer representative reported that the patient had an end of service (eos). At the time of follow-up, the patient was in for replacement, and they were hoping to retrieve some programming information. It was noted that the patient had not charged since (B)(6) 2015. Upon interrogation, the message "recharge now" was displayed; the implantable neurostimulator (ins) was unable to recharge. The manufacturer representative also reported that the ins was most likely in overdischarge; however, the message was "uncharacteristic." A physician mode recharge (pmr) was done to see if recovery was possible; if so, the device would be charged to retrieve information. It was later reported that the noted eos was due to a normal eos clock. If additional information is received, a follow up report will be sent.

Event description:
It was reported that patient¿s implantable neurostimulator (ins) was not working. The recharger showed an end of service (eos) message and had been showing eos for 3 months prior to the report. There were no patient symptoms reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377775, lot# n0036654, implanted: 2006-(B)(6), product type: lead. Product ID: 3708120, serial# (B)(4), implanted: 2006-(B)(6), product type: extension. Product ID: 3708120, serial# (B)(4), implanted: 2006-(B)(6), product type: extension. Product ID: 377775, lot# v001276, implanted: 2006-(B)(6), product type: lead. Product ID: 37742, serial# (B)(4), implanted: 2006-(B)(6), product type: programmer, patient. (B)(4).